Event description:
The customer reported the sys is displaying a charger failed error and has poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the image intensifier. Sys operates as intended. (B) (4).